Manufacturer narrative:
No devices were returned for analysis. Without the return of any device for analysis, it is not possible to assess device functionality. The event description notes that the migration was a result of the patient experiencing a fall. Lead migration from the location chosen at initial implantation, resulting in stimulation changes has been listed as a potential risk in manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
The patient had fallen resulting in the patient's evoke cap12 percutaneous lead kit - 60cm to migrate from its original position. A repositioning procedure was performed successfully.